Event description:
It was reported that the surgeon explanted the pt's hip on (B)(6) 2012 and implanted cement hip spacers. Pt received hip. On (B)(6) 2012, doctor reimplanted final components. During this time the stem had been recalled. Doctor stated infection was possibly secondary to adverse local tissue reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00678. Catalog numbers and lot codes of other devices listed in this report: cat# 1235-2-561, lot# g2899438, description: restoration adm. Cup w/ha; cat# 1236-2-856, lot# 33564801, description: restoration adm x3 ins 28/56; cat #6570-0-228, lot# 32790801, description: 28mm biolox head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience.